Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination of the device found the device was returned with stent damage. Strut rows on the 5th row from the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the right radial artery. The 2.75x10mm, 80% stenosed, eccentric and progressive target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. The 2.25x16mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 2.25x16mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed stent damage.